Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that no damage was noted to the device prior to use and the device was prepared as per dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that resistance was encountered when advancing the coil in the microcatheter and the coil was prematurely detached inside the microcatheter during advancement. Therefore, the coil was removed together with the microcatheter. The procedure was completed successfully after changing to a new coil. No clinical consequences reported to the patient.